Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was successfully transplanted on (B)(6) 2024. Per the coordinator, the device functioned as designed and intended up until it was discontinued to facilitate the routine heart transplant.

Event description:
It was additionally reported the transplant was considered routine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. An additional section of distal outflow graft lumen was returned separate from the device. The apical cuff was returned with the cuff lock fully engaged and included tissue from the ventricle. The blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. The retrieved left ventricular assist device log files appeared to have captured the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) and patient handbook (rev. D) outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.